Event description:
A report was received that a pt will undergo a pocket revision procedure. The pt's ipg has turned a little bit in the pocket and is uncomfortable for the pt. The pocket revision is scheduled to occur at a later date.